Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ syringe allergy 1 ml w/ needle 28x1/2 rb penetrated through shield and caused a needle stick injury. The following information was provided by the initial reporter: material no: 305500. Batch no: unknown. It was reported that the syringe needle stuck her finger as she was preparing for her injection she is concerned that the needle may cause an infection. Verbatim: consumer reported that the syringe needle stuck her finger as she was preparing for her injection. She stated that she took the syringe out of the bag and put it on the counter and when she picked it up she was stuck with the needle that was bent through the shield. Consumer did not seek medical attention but she is concerned that the needle may cause an infection. She will contact us with any updates if she goes to the doctor. Problem occurred on (B)(6) 2019, lot # is unavailable, product # 305500, no exp date. Consumer will send sample and poly bag.

Manufacturer narrative:
The following fields have been updated with corrections: g.5. PMA/510(k)#: k980580, k941657.

Event description:
It was reported that bd precisionglide¿ syringe allergy 1ml w/ needle 28x1/2 rb penetrated through shield and caused a needle stick injury. The following information was provided by the initial reporter: material no: 305500 batch no: unknown it was reported that the syringe needle stuck her finger as she was preparing for her injection she is concerned that the needle may cause an infection. Verbatim: consumer reported that the syringe needle stuck her finger as she was preparing for her injection. She stated that she took the syringe out of the bag and put it on the counter and when she picked it up she was stuck with the needle that was bent through the shield. Consumer did not seek medical attention but she is concerned that the needle may cause an infection. She will contact us with any updates if she goes to the doctor. Problem occurred on (B)(6) 2019, lot # is unavailable, product # 305500, no exp date. Consumer will send sample and poly bag.

Manufacturer narrative:
Investigation summary: customer returned (4) 1cc, 12.7mm, 28g bd allergy syringes in an open poly bag with a worn out, illegible lot number. Customer states that she was stuck with the needle that was bent through the shield. All returned syringes were examined and one syringe exhibited a bent cannula and a hole in the shield. This indicates that the cannula was through the shield, exposing the cannula, which could lead to a needle stick. A DHR check was not performed as the lot number is "unknown" for this complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per manufacturing, "probable root cause for the damage to the barrel is from the exposed cannula on the syringe getting caught in the web material during the form, fill, and seal process. The barrel of the syringe would have been caught in the jaws that seal the polybag. Probable root cause for the cannula pierced through the shield is a misalignment during the shielding process at the pils. CAPA 529089 for needle through shield on allergy syringes was implemented on (B)(6) 2019 which is after the date of manufacture that is marked on the polybag. " complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd precisionglide¿ syringe allergy 1ml w/ needle 28x1/2 rb penetrated through shield and caused a needle stick injury. The following information was provided by the initial reporter: material no: 305500 batch no: unknown it was reported that the syringe needle stuck her finger as she was preparing for her injection she is concerned that the needle may cause an infection. Verbatim: consumer reported that the syringe needle stuck her finger as she was preparing for her injection. She stated that she took the syringe out of the bag and put it on the counter and when she picked it up she was stuck with the needle that was bent through the shield. Consumer did not seek medical attention but she is concerned that the needle may cause an infection. She will contact us with any updates if she goes to the doctor. Problem occurred on (B)(6) 2019, lot # is unavailable, product # 305500, no exp date. Consumer will send sample and poly bag.